Event description:
Customer reported a flagyl infusion completed sooner than expected. Flagyl 1260mg/252mls was hung at 1638 and ordered to infuse at 84ml/hr. At 1830 the IV pump was alarming with air in line. The rn found the ivpb bag of flagyl empty and the IV pump stated rate 84 ml/hr with a vtbi 112.7 and time left for infusion 1hr 20minutes. There was no report of patient harm. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The device has been filed and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.